Event description:
It was reported that the customer's insulin pump alarmed motor. The blood glucose reading was 200mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery and error alarm confirmed in history screen. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Drive support disk was inspected and no anomaly was noted. No failed battery alarm noted. Scratched lcd window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.